Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that a patient developed signs of osteolysis following a procedure where the synplug device was implanted in the femur. Implantation position: anterior, left, posterior, right. Implantation method: hybrid. It was reported also that the physician caring for the patient stated he could not trace any signs of lysis from the x-rays. The physician reported this to the sales representative while discussing the event.